Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving vibratory alert. Upon interrogation decreased ventricular pacing lead impedance was observed . The patient will be monitored.

Event description:
New information received notes that the lead was explanted and replaced.